Event description:
Unomedical reference number (B)(4) event occurred in the united states issue was ongoing since 05 january 2024. It was reported that twelve cannula sets needle were bent after insertion. Patient's blood glucose level at issue time was noticed between 200-250mg/dl for all events.. Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.